Event description:
A medtronic representative reported that while in a spine scoliosis procedure, the surgeon alleged an inaccuracy when an o-arm scan showed misplaced screws. During navigation, the surgeon used navlock awl and 4.5 legacy tap, however, the screws were not navigated (a non-navigated screwdriver was used). Surgeon verified stiffness of threaded hole with a probe and proceeded. Later, during navigation, experienced problems with visibility of reference frame since spheres were covered by patient fluid. Pushed several times on frame, while trying to clean spheres, and visually confirmed accuracy was good. The last scan revealed misplaced screws. Surgeon revised the misplaced screws and discontinued the use of navigation. Surgery was performed under nerve monitoring. No neurological deficit was reported during surgery. The procedure was completed.

Manufacturer narrative:
The software logs were evaluated, but results of the evaluation were inconclusive. Simulated use testing of the system onsite found the system to be fully functional. Unable to confirm complaint.

Manufacturer narrative:
(B)(4) 2013 - medtronic representative, following-up at the site, performed a full system check-out. System checked against inaccuracy. No inaccuracy detected. Software investigation not completed at time of this report.